Event description:
The patient reported that on (B)(6) 2011 the down arrow and ok keypad buttons became intermittently unresponsive, and on (B)(6) 2011 a piece of the keypad peeled up. The patient stated that she wears the pump exterior to her clothing, and does not clean the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported based on the allegation that the button unresponsiveness occurred prior to the keypad damage.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be damaged. The damaged keypad should be obvious and detectable by the user and should alert the user to discontinue use of the device. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.